Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a bd code indicative of battery depletion. A request was made to have data from this device analyzed. Data analysis showed the device was exposed to a magnet for over 40 minutes. It was confirmed that the patient was undergoing surgery during at the time of magnet usage. The battery should recover and is already showing signs of recovery. No adverse patient effects were reported. The device remains in service.